Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized with hyperglycemia. The reported blood glucose reading read "hi". The customer stated that she did not change her infusion set after experiencing the hyperglycemia. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests.